Manufacturer narrative:
There were no issues found. The device successfully passed performance specification testing. No parts were replaced.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed and displayed oxygen not available. There was no patient involvement.